Event description:
ICD and lead extraction for infection. The patient presented for ICD and lead extraction for infection. The patient has a dual-chamber ICD and was admitted at this time with methicillin sensitive staphylococcus aureus (mssa) bacteremia. He did show evidence of possible vegetation on the ICD lead. So, the patient was seen and examined by electrophysiology staff physician and deemed appropriate for extraction of the ICD as well as the right atrial and right ventricular ICD leads.